Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. The complaint states the patient experienced a misc. Firmware. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.